Event description:
A 2.5mm diameter x 24mm length medtronic ave s540 stent was inserted into a serverly calcified lesion in the left anterior descending coronary artery. The stent was deployed at 8 atm (nominal). During deployment, a pinhole leak was noted on the angiographic image, as evidented by contrast. The stent delivery system was removed and a 2.5mm diameter x 22mm guardian ptca balloon was inserted to post-dilate the stent. Two additional stents were successfully deployed to the targeted mid and distal left anterior descending artery, a medtronic s540 2.5mm x 12mm and a gfx2 3.0mmx 12mm. The pt was reported to do fine and there is no additional clinical sequelae reported relative to the event.